Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications and no problems were noted.

Event description:
This report is 1 of 2 for complaint (B)(4).

Event description:
It is reported that during bunion procedure on (B)(6) 2012 an electric pen drive would not revolve. The facility believed that the sagittal saw attachment was the cause of the issue. It is reported that the surgeon tried two different attachments and neither would work. Procedure was delayed for approximately 10 minutes. It is reported that the procedure was completed using a battery drive. No harm to patient was reported. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.